Event description:
Light failed on new storz led laryngoscope handle. Later discovered multiple failures depending on blade type. Heine blade works but standard greenline blade did not. Company called and indicated they are preparing to recall the battery/bulb pack with lot numbers sz and tz.